Event description:
The surgeon reported that while using the gia universal autosuture stapler and load, the staple did not deploy from the endo gia universal roticulator load, causing a 2 cm hole on either side of the stomach incision margins. The holes were identified and closed with sutures.